Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading at the time of admission was 590 mg/dl. The customer had been at an appointment and had chest pains and went to the hospital and was placed on an insulin drip. She was wearing the insulin pump at the time of the event, and it was removed at the hospital. The customer was still at the hospital and still experiencing high blood glucose at the time of the call after starting the insulin pump again. The issue persisted after changing the site and infusion set. The drive support cap appeared normal and recessed. Insulin did not exit with a manual prime. The insulin pump passed the high pressure test, displacement test and self test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.